Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up in clinic on (B)(6) 2021. After examination of lead, it was noted that there were episodes of noise on the right atrial (ra) lead. The physician performed isometrics on the patient and could not reproduce the noise. Programming changes were recommended but were not performed at this time. The physician elected to continue to monitor the ra lead. The patient was in stable condition.